Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated metal ion levels is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient called to report that shortly after a stryker hip was implanted in his left hip in 2009, the hip had been recalled due to elevated metal counts. Recently a physician has prescribed over-the-counter medications to reduce metal counts.

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving a rejuvenate modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: an adverse event related to a rejuvenate modular stem was noted and documented in the medical record. The metal levels appear related to the recalled modular interface. The event was confirmed. No further consultation or discussion is required. Conclusions: an adverse event related to a rejuvenate modular stem was noted and documented in the medical record. The metal levels appear related to the recalled modular interface. The event was confirmed. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient called to report that shortly after a stryker hip was implanted in his left hip in 2009, the hip had been recalled due to elevated metal counts. Recently a physician has prescribed over-the-counter medications to reduce metal counts. Update: "rejuvenate modular neck hip stem revision. Pain, cobalt and chromium toxicity, trunnionosis. Stem, and liner exchanged." Rep confirmed that the shell and screw were not revised.